Event description:
During a patient's implant surgery, the new generator was interrogated in the package and found to be at a low battery status. The generator had been in the company representative's trunk for a few months and had been used as a demo generator in the past. It was noted that the generator was not kept in any high or low temperature environments. It was noted that the generator had accidentally been left on when used as a demo. At the surgery, the generator was kept at room temperature for 5-10 minutes and a test resistor was used to perform diagnostics. The generator still showed the low battery status. The generator was not implanted. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No other relevant information has been received to date.

Event description:
It was noted that the device was not introduced into the sterile field while electrocautery was being used. The generator was returned and received for product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Generator analysis was completed. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical tests showed that the generator performed according to functional specifications. Since the generator was programmed on during the attempted implant, the combination of a high impedance value and output current setting required a ¿vboost¿ compliance voltage that exceed the maximum compliance voltage capability for the device. This is not considered a device failure. There were no adverse functional, mechanical, or visual issues identified with the returned generator.